Event description:
Customer contacted acorn for service due to stairlift stop working. While waiting for scheduled service day, customer's wife decided to walk up and down the stairway on her own. On one of her trip down the stairway, she fell down and broke her right hip. She required surgery and hospital stay.